Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap008, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that while the device was being inspected, it was found to have a burr on the dilator tip. This was discovered prior to surgery, and a different device was used to complete the procedure. There were no injuries or additional medical intervention.